Event description:
In 2008, the patient reported experiencing an e4 (occlusion) error on her infusion device. She stated that she disconnected from her infusion site and primed but the e4 recurred. Her blood glucose was elevated to over 200 mg/dl and she bolused 8 units of insulin successfully prior to the report. She began experiencing e4 errors 2 months ago during basal delivery. She stated that she changed the battery today. She changes the battery every 2 weeks. She was assisted with changing her infusion tubing and she was able to prime without error. Her blood glucose measured 178 mg/dl. Her normal blood glucose range is 80-120 mg/dl. Upon follow up two days later, the patient reported that she experienced 2 more e4 errors. She stated that her insulin cartridge was almost empty. The e4 did not recur after changing the insulin cartridge. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.